Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, while deploying the trunk- ipsilateral leg component, the device moved distally, stopping at the proximal portion of the aneurysm. Two aortic extender components were then deployed, however, both of these devices moved distally as well. As reported, the physician attributed the device movement to extreme angulation of the patient's proximal aortic neck. At this point the physician chose to perform an aortouniliac configuration using a cook zenith renu aaa converter device. Following placement of this device, a proximal type I endoleak was noted. This device was ballooned with a cook coda balloon catheter, however, the balloon was reportedly over-inflated and a tear in the proximal neck of the aorta was identified. The physician next placed three additional cook devices, however, the endoleak persisted. The patient was immediately converted to open surgical repair, however, the patient expired during the surgical procedure. The physician attributed the death to the patient's inability to tolerate an open procedure.